Manufacturer narrative:
Insulin pump received with an intermittent button response due to corroded keypad traces. No button error alarm during testing. Insulin pump received with cracked reservoir tube lip, minor scratches on lcd window, missing end cap sticker and cracked belt clip slot.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 316 mg/dl. The customer stated that she had been unclipping the insulin pump and may have bumped the device prior to the alarm. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.